Event description:
The complainant reported that an impella cp pump was implanted for circulatory support. During support, the placement signal low alarm persisted throughout support. Despite these issues, the pump remained operational until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Field data logs are unavailable. The pump was returned and evaluated. The 5s parameters of the pump showed no abnormalities. There was no ingested biomaterial around the impeller or near the sensor. The pump was run in the pressurized flow test loop for 4 hours. No abnormalities were seen with the 5s parameters during this test run. The root cause of the optical signal issue was not determined since field data logs are unavailable. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.